Event description:
A male pt contacted lifecor customer support to report that one of his battery packs is not holding a charge. He stated that this battery pack would not power up the monitor. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval battery pack has been completed. The reported problem was confirmed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.